Event description:
Leica biosystems received a complaint regarding sub-optimal processing of small dermatological samples including shave biopsies from a four (4) hour protocol comprising 176 cassettes, which completed in retort a on (B)(6) 2014. The tissue samples involved were described by the complainant as "brittle" following processing. On (B)(6) 2015, leica biosystems received info that a diagnosis could not be rendered for 14 cases. Further info as to whether re-biopsy had been performed for any patient(s) were also requested. On (B)(6) 2015, leica biosystems received info that re-biopsy of six (6) patients was required. The age, gender and identifier for each fo the re-biopsied patients were provided. Refer to MFR report#: 8020030-2015-00002, 8020030-2015-00003, 8020030-2015-00004, 8020030-2015-00005 and 8020030-2015-00007 for specific details of the other patients involved.